Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information from the field indicated that the vessel was not long enough. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Correction to the supplemental follow-up 1, MDR in block h6: device codes.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information from the field indicated that the vessel was not long enough. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service. No adverse patient effects reported.